Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head lens glass with the golden edge was crooked. It was noted that it likely occurred due to fall damage. It was also reported that the image was dark. There were no reports of patient harm.

Event description:
It was reported, that the camera head lens glass with the golden edge was crooked. It was noted that it likely occurred due to fall damage. It was also reported that the image was dark. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, which are based on the provided information by the customer, the following malfunction occurred: the lens glass with the golden rim was crooked, it was noted that it likely occurred due to fall damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.